Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove from the guiding catheter and difficulty removing from the introducer sheath could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system (eecss), domestic electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified eccentric de novo lesion in the mid left anterior descending coronary artery that was 90% stenosed. A 2.5 x 12mm xience alpine stent was implanted at the lesion. A 2.75 x 18 xience alpine stent delivery system (sds) was then attempted to cross the lesion but was unable due to the anatomy. Another attempt was performed after it had been pre-dilatated twice but was unable to and it was then decided to be removed. During withdrawal of the xience alpine into the guiding catheter (gc), the proximal side of the stent became stuck at the tip of the gc. Then the guiding catheter and the xience alpine sds were attempted to be removed together. However, as it was being removed, the stent then got trapped at the distal tip of the sheath and had dislodged in the radial artery. A snare device was used to retrieve the stent. Since the snared stent was unable to be withdrawn into the sheath, both the stent and the sheath were removed. The procedure was discontinued leaving the lesion intact, and treatment would be decided later. The physician considered there was no causal relationship between the incident and the device. There was no adverse patient sequela reported. No additional information was provided.